Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733686, software version: 2.1.0. A manufacturer representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the touch screen became unresponsive while navigating. The site clicked zoom and screen became frozen. They were still able to verify instruments and complete the procedure. There was no reported delay to the procedure. There was no reported impact to the patient. It was reported that the system's touchscreen became unresponsive during a spine fusion on monday (B)(6) 2020. During the case, the site was able to navigate and save plans but went to zoom in on the touchscreen the system froze; " and it froze, you couldn't touch any buttons." The surgeon was still able to navigate and they felt accurate, so they continued on with the case. On the admin, lap top side, all buttons were working and could be manipulated, just the touchscreen function wasn't working. (B)(6) 2020 it was reported that the system worked "perfectly fine for the case after." And manufacturer representative was unable to replicate the issue. System is working as intended. (B)(6) 2020: it was reported that the issue was cause by the system being overloaded with old exams. There were over 340 exams, and the memory was 99% full. After deleting all the exams, the system worked much better.